Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported the device was explanted and replaced due to severe burns caused by the device and damages to her arteries. No further information is available.